Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (check therapy pad messages and adjust belt or check belt messages) has been confirmed. Upon investigation, the monitor failed to baseline. The monitor's electrode belt receptacle has a broken black pulse wire. The root cause for the broken pulse wire cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor was experiencing adjust belt or check belt messages and check therapy pad messages.